Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 151183 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 151183 and test base part number 195-430h / lot 145231r. The lot met the required release specifications. A review of the complaints reported as conflicting patient results (confirmed and unconfirmed, conflicting results) related to kit lot 151183 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
An abbott employee reported an unconfirmed false positive result with the binaxnow¿ covid-19 antigen self test on an unknown sample. The employee observed a faint line in sample line and incomplete second line on the test which is considered a positive result. The employee retested and was negative. In addition, the employee followed up with a rapid test and that was negative. No additional patient information, including treatment and outcome, was provided.